Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the white tissue pad fell off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There were no patient consequences reported. No additional information can be provided.